Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01219 pertains to the first resolution clip device, and manufacturer report # 3005099803-2017-01220 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. It was noted that the physician twisted the wire and eventually the clip came off but did not deploy correctly. The second resolution clip device also failed to release from the catheter, though the clip was removed from the patient while still attached to the catheter. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.